Event description:
It was reported that pump experienced malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction code occurred again.